Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt "passed out" in her house and was admitted to the hospital. The pt had rigidity in her legs. The pt's status was unk. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.